Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty on (B)(6) 2015, and then experienced a revision surgical procedure on (B)(6) 2022, approximately 7 years, 2 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
Concomitants - product information: 2671736 - 02-010-03-0335 - logic cr femoral cem, right, sz 3.5; 3640601 - 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t pending investigation. There is no other information available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.